Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in (B)(4) 2002. A recall was conducted in europe, to remove all affected products from the market. Note - affected product was not distributed in the united states, as united states distribution did not begin until (B)(4) 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Neck fracture of the corail amt stem.